Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. Approximately 4 months post-op, the patient fell and heard a clicking sound. X-rays were taken and it was discovered that the two bottom screws had broken. A decision was made to cut the rod and remove the broken portion of the screws, which was done 5 months post-op. No additional info was provided.